Event description:
Info received via complaint form states as follows: "the distal tip is empty. The distal end of the stylet is 15mm away from the end of the metal part. The anaesthetists will not use the product since it is not possible to bend the tip of the stylet. Several pieces (30 pieces) are like his. There are no variations as to how far the metal reaches into the tip." Complainant form states that the product was not used on pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a follow-up report will be submitted.